Event description:
It was stated that a foley catheter started leaking for a female patient within 2-3 hours after placement and another foley catheter started leaking for a female patient within 2 hours after placement. It was also stated that another foley was placed early in the morning for a male patient, and it was leaking sometimes during that day in the intensive care unit and so, it was less than 12 hours after placement. It was stated that the catheters were changed out.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. Device history record is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was stated that a foley catheter started leaking for a female patient within 2-3 hours after placement and another foley catheter started leaking for a female patient within 2 hours after placement. It was also stated that another foley was placed early in the morning for a male patient, and it was leaking sometimes during that day in the intensive care unit and so, it was less than 12 hours after placement. It was stated that the catheters were changed out.